Event description:
It was reported that the patient felt the device shocking and could see it pulsating. The patient felt "uncomfortable" and had difficulty breathing. Follow-up is being conducted to obtain information on the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.